Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent pacing impedance spikes from 800 ohms to greater than 2500 ohms. An x-ray was performed which indicated the lead was fractured. Subsequently, a revision procedure was performed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.